Event description:
It was reported that the lead exhibited capture anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. The consumer stated that he now needs three pairs of glasses: reading, computer, and a multifocal pair for driving. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.